Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient's samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 150.2 mmol/l. Repeat result: 139.3 mmol/l. Sample 2: initial result: 148.3 mmol/l. Repeat result: 138 mmol/l. The physician questioned the initial results, and the samples were then repeated. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The na electrode lot number was bjy with an expiration date of 25-nov-2025. The calibration was last performed on 19-jun-2025, and it was acceptable. The qc recovery was within the acceptable range. The alarm trace showed a couple of "sample probe: abnormal aspiration" alarms. The field service engineer found that the cause was due to an issue with the sample probe (component failure). He cleaned the dilution vessel, replaced the sample probe, and completed the sample probe alignments. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.